Event description:
User received discrepant tnt values for one pt sample. The sample initially recovered <0.03 ng/ml and repeated as 0.16 ng/ml. No pt results were reported out. The field service rep determined the cause to be an air leak in the sample mechanism tubing. The tubing was replaced. Performance tests were performed and within specification.